Event description:
End user reports that syringes 830165 lot 65851a are dull.

Manufacturer narrative:
Initial trend analysis for lot 65851a was conducted, no malfunctions were found. This is the only complaint for lot 65851a. Further investigation will be conducted to determine the root cause of complaint.

Manufacturer narrative:
Retained lot samples for syringe lot 65851a were tested for barrel and plunger compatibility, and burrs on cannula tip. No abnormalities were found during testing.

Event description:
End user reports that syringes 830165 lot 65851a are dull.